Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician explanted and replaced the patient's ipg. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Event date is an estimation.

Event description:
It was reported that the patient's battery was indicating end of life was approaching. Upon checking the battery level, it was shown that it was >2.7, which indicates a false early replacement indicator. Surgical intervention is anticipated.